Manufacturer narrative:
Analysis of the implantable pulse generator (ipg 37702 restore, serial # (B)(4)) found its connector port had a damaged balseal connector. No functional testing was done due to damaged balseal. X-ray showed balseal #1 was damaged preventing a lead from being inserted.

Event description:
It was reported that the device was never implanted. They were unable to insert the lead into the connector even after retracting the screw more. The device was new, out of box. There was no patient injury. The device was replaced with another product. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.